Event description:
The manufacturer received information alleging a patient expired while the ventilator was in use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate as designed. No malfunction was observed. The user-settable alarms in the device were found to be set to "off." A review of the device's error log found no events that would indicate a malfunction occurred that would impact therapy.